Event description:
It was reported that, "surgeon was trying to install multi pin clamp and noticed this metal piece on the surgical field."

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.